Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call tat the insulin pump was under delivering insulin and they contacted their healthcare professional regarding their high blood glucose. Blood glucose level was 260 mg/dl, customer was treated their blood glucose level with syringes. Customer alleged insulin pump for under delivery because they smelled insulin which was coming from insulin pump. Customer was unsure that whether the drive support cap damaged or not. Customer had been using insulin pump system within 48 hours prior to reported high blood glucose event. Insulin pump and reservoir will not be returned for analysis.